Manufacturer narrative:
Initial reporter facility name: (B)(4). (B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to two pinholes located near the distal section of the body of the balloon. The found failure confirms the reported event of the balloon leaking. It is possible that interaction with scope or any other surface during the procedure could create friction on the balloon, causing the balloon pinholes during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was leaking when inflated. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had two pinholes; therefore, this is now an MDR reportable event.